Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be unmarked from the initial medwatch). H6 medical device problem code changed from failure to power up to intermittent loss of power. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the unit turning on/off during procedures and losing images was not reproduced. Based on the results of the investigation, the cause of the suggested event could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center unit keeps turning on/off during procedures losing images. The issue occurred during an unspecified procedure. There were no reports of patient harm.